Event description:
During product service by a service technician, a flo-gard infusion pump was found to have the left force sensing resistor out of specification. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. Visual inspection and functional testing were performed. Functional testing revealed the left force sensing resistor (fsr) to be out of specification. The cause of the condition could not be determined. To correct the condition, the fsrs were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.